Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that when repositioning the ventricular lead one day post implant, the physician noted blood in the atrial lead. The physician suspected that the lead was cut at the original implant.